Manufacturer narrative:
The reason for this revision surgery was the patient fell and was experiencing pain; the old head and neck were removed and a wash out was performed, lastly a 46 glenoid neck and new head were added. The length of in vivo service was 10.1 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 16 prior complaints against this part number. Summary of investigations: 10 for instability, 2 for dislocation and the remainder for issues not associated with the product. This is the first complaint from this lot. This events root cause was reported as the result of trauma suffered by the patient from a fall. The fall resulted with the patient experiencing pain in the joint. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling and experiencing pain. The surgeon removed the old head and neck, washed out the shoulder, added a 46 glenoid neck and new head.